Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely a known component failure led to the malfunction. The event can be detected by following the instructions for use which are stated in: oer-6 instructions operation manual "chapter 3 inspection before use_3.3 inspection of equipment connectors". Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the reprocessor exhibited deterioration of the alcohol connector unit. There was no patient involvement.